Event description:
According to the publication by ruiz-zafra et al., the authors allege that bioglue causes false positives in fdg-pet/CT imaging due to foreign body reactions to the adhesive. Fdg-pet/CT imaging revealed a hypermetabolic nodule in the right medium lobe with suv of 2.88. The patient underwent right thoracotomy and atypical pulmonary resection for the removal of the nodule. Lobectomy of the middle lobe was completed and bioglue was applied to the lacerated parenchyma. Adjuvant treatment was not provided. Six months later, fdg-pet/CT imaging revealed an uptake focus in a nodule in the surgical site with a suv of 3.27. However, malignancy was not suspected because of the wide surgical margins achieved and the recent resection. Fdg-pet/CT imaging performed 3 months later revealed an increase metabolic rate (suv of 3.91) suggestive or tumor reoccurrence. Re-intervention was required and bioglue rests were found surrounding the fibrotic tissue adjacent to the pulmonary hilum. Biopsy revealed giant multinucleated cells caused by a foreign body reaction.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the publication by ruiz-zafra et al., the authors state that bioglue causes false positives in fdg-pet/CT imaging due to foreign body reactions to the adhesive, which may lead to unnecessary surgery. The patient underwent right thoracotomy and atypical pulmonary resection for the removal of a squamous cell carcinoma. Lobectomy of the middle lobe was completed and bioglue (lot unknown) was applied to the lacerated parenchyma. Adjuvant treatment was not provided. Six months later, fdg-pet/CT imaging revealed an uptake focus in a nodule in the surgical site with a suv of 3.27. However, malignancy was not suspected because of the wide surgical margins achieved and the recent resection. Fdg-pet/CT imaging performed 3 months later revealed an increase metabolic rate (suv of 3.91) suggestive or tumor reoccurrence. Re-intervention was required and bioglue rests were found surrounding the fibrotic tissue adjacent to the pulmonary hilum. Biopsy revealed giant multinucleated cells caused by a foreign body reaction. An article titled "persistent inflammation in pulmonary granuloma 48 years after talcage pleurodesis, detected by fdg-pet/CT" by fanggiday et al. States that false positive findings from fdg-pet/CT scans are not uncommon. Foreign body reactions are not an unexpected response to bioglue and are described in the product's instructions for use. Ruiz-zafra et al. Explains that "fdg-pet/CT is highly sensitive in the detection of nsclc reoccurrence. However, its specificity is limited because of the elevated fdg concentrations caused by postoperative inflammation." While bioglue may have caused the inflammatory responses in the patients from the publication, misinterpretation of the fdg-pet/CT scans caused the unnecessary reoperation on the patients. The authors mention that another scan at 90 min after radiotracer injection can be used to minimize false-positive results because "inflammatory cells progressively suffer an fdg washout, which results in an suv decrease with respect to the 60-min scan." Methods like the one proposed in this publication to rule out false positive results should be employed to prevent unnecessary invasive procedures from being performed.